Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative found the iabp to be operating according to factory specifications. It functioned normally and was released to the customer. The instructions for use describe the clinical factors that may cause this advisory message, as well as the recommended response. The local company sales representative explained the message to the customer reported to their satisfaction. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, it generated an "iab sensor calibration expired" message. The patient was switched to another iabp and therapy was continued. No patient injury was reported.